Event description:
Report reviewed of a tubing set which "split" during use with a power injector. A medrad power injector was connected to the clave port of the tubing set. The customer reported that the power injector was set to deliver an unspecified volume of an unspecified contrast dye at a rate of 3ml/sec. It was reported that after three-quaters of the dye had been injected, the nurse noted that the tubing had "split above the y-site approx 1/2 inch in length." The tubing set was disconnected and a "saline lock" was attached to the pt's IV access. Reportedly, the procedure was comleted. There were no reported adverse pt effects. No medical interventions were required. Though requested no add'l info was provided.